Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced an event of high blood glucose level on (B)(6) 2024. Blood glucose level was 500 mg/dl at the time of the event. Patient went to emergency room and later was hospitalized. Patient took manual backup therapy for the issue. Patient was treated with IV insulin, fluids and antibiotics for the treatment. No further information was available.